Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 04.037.026s, lot: 9883438. Manufacturing location: monument, manufacturing date: aug 24, 2015, expiry date: jul 31, 2025. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent implant procedure. On (B)(6) 2018, a patient underwent removal of proximal femoral nailing system (tfna) nail because it broke in the patient. During the removal procedure, screw/blade extraction device was damaged and broke at the tip. Fragments were generated and came out in one piece. It was unknown if there was a surgical delay. Procedure outcome and patient status is unknown. This (B)(4) captures the postoperative event while (B)(4) captures the intraoperative event where a screw/blade extraction device was damaged and broke at the tip during a removal of a proximal femoral nailing system (tfna). Concomitant devices: screw (part unknown, lot unknown, quantity unknown). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).